Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Info was provided to the MFR by the vad coordinator, that due to black dust and confirmed bearing wear via filter analysis which revealed copper, an indicator of bearing wear, a decision was made to exchange the pt's lvad with another lvad. The pump was exchanged without issue.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.